Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and char was observed on the proximal end of the tip dome. Per the char finding and event reported, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Then a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: carto 3 rmt system (model# m-5830-01 serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), pentaray catheter (model# d-1282-08-s lot# 17259517l), cs bidirectional webster catheter (model# d-1263-05-s lot# 17260773m), soundstar catheter (model# m-5723-17 lot#e8005608), lasso catheter (model# d-1343-01-s lot# 17233813l). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. Post procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 300cc of fluid was removed. The patient was reported to be in stable condition at the time this complaint was reported. Additional information was received on the event. The patient received heparin to maintain the anticoagulation at 300-350s. A transseptal puncture was performed with a cook 71 cm needle. The patient's blood pressure returned to 120 systolic from 80 systolic following the pericardiocentesis. A thermocool smart touch catheter was utilized with the smart ablate generator and the power was titrated during ablation. Settings during the event include: irrigation flow setting 30 cc/min / two long sheaths were used an 8 fr preface sheath 8.5 f sl1 sheath. There were no error messages observed on biosense webster inc. (Bwi) equipment during the procedure. The physician did not provide a causality opinion for the cause of this adverse event. However, there was no known bwi product malfunction.